Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced temporary heart block that required temporary pacing and a permanent pacemaker. After mapping and while the physician checked for an effusion using an ultrasound catheter, the patient went into asystole. It was confirmed on the electrocardiogram (EKG) signals displayed on the carto 3 system and the recording system. They had to do a right ventricular (rv) pacing, and they waited for about an hour. The physician did not proceed to the ablation portion of the case, and it was canceled. The medical intervention performed was that a temporary wire was put in the patient to pace the patient overnight until their conduction came back. The patient's conduction did come back. The patient was recommended to get a permanent pacemaker, which was placed in the patient. The patient improved after an extended hospitalization as the patient had a temporary wire placed to pace them during heart block. At some point, the patient¿s own internal conduction came back, but the patient decided to get a pacemaker at the discretion of the doctor. It was believed that when the physician checked for an effusion with the ultrasound catheter (soundstar) and the catheter bumped into the right bundle, causing the heart block. The patient had an underlying left bundle branch block at baseline. The soundstar catheter, pentaray catheter, and the smart touch bidirectional sf (stsf) catheter were in the left atrium at the time of the injury. The decanav catheter was in the coronary sinus at the time of the injury. No ablation was performed.

Manufacturer narrative:
Correction to initial report: h 6. Type of investigation code has been updated from device discarded (b18) to device not returned (b17) to reflect the product return status. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).